Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis showed that the atb45 device was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge or a partially fired cartridge. The reload is designed to lock out after a partial or complete fire to avoid refiring a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more info please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was installed without any difficulties and did not fall out during functional testing. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a wedge resection procedure, difficulty was had in grasping the firing trigger at the third firing. The staples were malformed. Another device was used to complete the case. There were no adverse consequences to the pt. Dr commented that the tissue was much thicker than usual.